Event description:
Additional information from the consumer reported that the managing physician was notified about the return of constipation symptoms. The issue was not resolved. An x-ray result showed constipation. Further information indicated that the return of constipation symptoms was sometimes resolved.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a return of constipation symptoms. The patient was not feeling stimulation with the therapy on. She had had an x-ray previously. The exact date was unknown but it was around the same time as the symptom return. It was also noted that she fell and hurt her shoulder. Stimulation was increased and she was feeling it in the correct area. She was then aided in switching from program 1 at 1.9 volts to program 1 at 2.5 volts. The patient was redirected to her healthcare provider (hcp). Relevant medical history included fecal incontinence and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if it was resolved.